Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redn0205 showed no other similar product complaint(s) from this lot number.

Event description:
During device evaluation, it was found that the red hub was detached.

Event description:
During device evaluation, it was found that the red hub was detached.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a hub detachment is confirmed but the exact cause could not be determined from the photos provided. A photo of a groshong nxt two-piece connectors was returned for investigation. The photo showed four groshong nxt connectors. One connector is observed to have yellowish discoloration from the winged securement hub up to the white over-sleeve on the extension leg. The discoloration is likely due to use of the device. The proximal section of the connector is also observed to have the red hub detached from the extension leg which is present in the photos. Based on the photos provided, likely contributing factors include intentional manipulation and excessive tensile force. Since the hub was observed to be detached from the extension leg, the complaint is confirmed. A lot history review (lhr) of redn0205 showed no other similar product complaint(s) from this lot number.